Event description:
Subsequent to the initial medwatch, additional information received reported that bradycardia began post implantation of the acculink stent. No treatment was given for the in-stent thrombus noted post implantation of the acculink. The filter which only opened partially did not open properly possibly because of the patient anatomy; however, it was not noticed until the patient death happened and while reviewing the case next day. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of bradycardia, embolism, and death are known observed and potential adverse events as listed in the emboshield nav6 embolic protection system instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The rx acculink referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, proximal internal carotid artery, an emboshield nav6 embolic protection device (epd) was deployed followed by the implantation of a 6-8 x 30 mm acculink stent. The patient experienced bradycardia during the procedure and it was noted via angiography that the 6-8 x 30 mm acculink stent was fractured and stent thrombus was present which was not being fully captured by the emboshield nav6 epd filter because it was noted to have not opened properly in the vessel. The patient expired 12 hours post procedure. The reported cause of death was due to stent fracture resulting in stent thrombosis. There was no additional information provided.